Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A patient experienced pain at the ipg pocket site which raised concerns for infection was reported to abbott. The patient's scs system was explanted to address the issue. The patient was hospitalized pre and post-surgery for IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced pain at the ipg pocket site which raised concerns for infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. The patient was hospitalized pre and post-surgery for IV antibiotics.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.